Event description:
It was reported that a spectrum pump constantly had low audio output. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was reproduced. Evaluation observed the negative wire on the speaker was cracked. The rear case was replaced.